Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that upon delivery, the device alarm occurred and the start-up screen would repeat. There was no reported patient involvement.